Event description:
It was reported from a physician that a vns patient¿s device has high impedance. Additional relevant information has not been received to-date. No known surgery has occurred to-date.